Manufacturer narrative:
(B)(4). The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a 95% stenosed, moderately calcified lesion in the moderately tortuous proximal circumflex (cx) artery. Pre-dilatation was performed with an unknown 1.5x12mm nc balloon dilatation catheter (bdc). The 2.5x38mm xience prime stent implant was successfully deployed. However, a distal edge vessel dissection was noted, which was treated with deployment of a 2.5x23mm xience prime stent implant. There was no reported clinically significant delay in the procedure. There was no additional information provided.